Manufacturer narrative:
The drill attachment was rec'd by the manufacturer and the complaint was confirmed. Internal components were evaluated, and extensive corrosion and debris was discovered within the device. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. The presence of debris and corrosion is most likely the result of improper or inadequate cleaning/sterilization techniques. The device could not be repaired and was discarded.

Event description:
It was reported that during a surgical procedure, the drill attachment heated up. This issue did not cause a surgical delay, or adversely affect the pt. There was no pt or user injury reported, and no other adverse consequences alleged with this event.